Event description:
It was reported that during a da vinci-assisted prostatectomy-radical salvage surgical procedure, there was no energy from the monopolar curved scissors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "no conduction/no energy". Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. For clarification, the instrument was found to have a broken conductor wire at the distal end, within the insulation. The instrument failed the electrical continuity test. The grip tips were manually manipulated and intermittently passed continuity. No signs of thermal damage or physical damage were observed. The root cause of this failure is attributed to component failure. A review of the instrument log for the monopolar curved scissors (part #470179-19 / lot #k11211203 0066) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during a prostatectomy-radical salvage procedure performed by the listed console surgeon via system serial # (B)(4). There were 5 uses remaining after this last usage. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the monopolar curved scissors instrument had conductor wire damage at the distal end. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.